Manufacturer narrative:
Investigation summary: catalog 442023; batch no. 4036962. Customer reported a false negative result. Neither photos nor returned good samples were received. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection as per quality procedures. Batch history record review did not identify any evidence for which the customer submitted the complaint (i.e. False negative). Microbial instrument detection indicated that the product is performing as expected. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported after using bd bactec¿ plus aerobic/f culture vials (plastic) there were four false negative results. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a false negative result. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a false negative result. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6) e.1. Initial reporter addr 1: (B)(6) the information for the additional 510k is as follows: g4. PMA/510(k)#: k222591 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported after using bd bactec¿ plus aerobic/f culture vials (plastic) there were four false negative results. No adverse impact was reported regarding the patient or user.